Manufacturer narrative:
Evaluation summary: the led replaced. Correction information: g6: follow up #1; h2: type of follow up; h6: coding changed, based on the investigation result.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is not marketed in us, therefore 510k is not applicable.

Event description:
Led goes out from time to time. This event occurred at the time of during inspection. There was no report of patient harm.